Event description:
A study form indicated that on (B)(6) 2015 this ra lead exhibited out of range intrinsic amplitudes. No corrective actions or interventions, issue is considered closed. Facility: (B)(6) hospital, united kingdom. Physician: dr (B)(6). Ra lead was implanted (B)(6) 2014. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).